Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead had partially dislodged post implant. This was discovered via post implant chest x-ray. Approximately three weeks later the lead displayed an increase in thresholds. Atrial output was increased and the lead function was determined to be satisfactory. No further action was taken. No adverse patient effects were reported. The lead remains in service.